Event description:
Procedure type: unk. According to the reporter: trocar obturator disassembled while it was being placed. The metal cover fell inside the patient, but recovered with no injury. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. Patient's status is fine.